Event description:
The wheels on this product do not stay on, pt fell out of chair. Pt received wheelchair following car accident. Mary wheelchairs delivered in early 2008 and device malfunctioned in the following month.